Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to the two spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii and spy ds controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy and biopsy procedure performed on (B)(6) 2022. During the procedure, the spyscope ds ii was advance into the bile duct and the image became fragmented. The image from the spyscope ds ii was lost approximately five minutes into the procedure. A second spyscope ds ii was used and the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result after this event.